Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that the power enclosure was pulsating on and off when the system was off and not charging. It was also found that the voltage was low for battery tray 7. The power enclosure and tray of batteries were subsequently replaced. The imaging system then passed the system checkout and was found to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the battery indicator light was going off and was beeping. The site was able to use the system, but it was continuously beeping. There was no patient present when this issue was identified.

Manufacturer narrative:
Event details have been corrected. The battery tray was also returned to medtronic for further evaluation. The reported issue was unable to be duplicated through visual/physical examination. The battery tray passed visual inspection as there were no signs of any leakage or wear. All batteries measured between 12.9 and 13.2 vdc which passed the required amount. There was no problem found with the battery tray. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the battery indicator light was going off and was beeping. The site was able to use the system, but it was continuously beeping. It was noted that the system was in its storage location and on when the beeping was discovered. There was no patient present when this issue was identified.

Manufacturer narrative:
Device evaluated by MFR:the power enclosure was returned to the manufacturer for evaluation. After functional testing, visual/physical examination and examination of a similar product the reported issue was confirmed. The enclosure power conversion failed the bench test. The transistors had shorted. An electrical failure was found. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the battery indicator light was going off and was beeping. The site was able to use the system, but it was continuously beeping. There was no patient present when this issue was identified.